Manufacturer narrative:
H.6. Investigation summary three photos and two samples were received by our quality team for evaluation. Upon visual inspection, it was observed that there was damage on the catheter of one of the returned samples; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation the catheter damage could have been caused by the needle piercing through the catheter. This would have occurred during product application when the product was manipulated or during assembly of catheter. CAPA# 590840 was raised to address actions required to prevent it from occurring during the assembly of the catheter. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use a burr was discovered on the catheter with a bd insyte-w¿ IV catheter. This occurred with 2 catheters. The following information was provided by the initial reporter, translated from chinese to english: when the nurse opened the package, she found a burr on the top of the catheter, so she stopped to use the needle and reported it.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use a burr was discovered on the catheter with a bd insyte-w¿ IV catheter. This occurred with 2 catheters. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse opened the package, she found a burr on the top of the catheter, so she stopped to use the needle and reported it.